Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8665384.

Event description:
It was reported that the patient experienced leg pain following a drg permanent implant procedure on (B)(6) 2022. It is unclear which lead contributed to the issue. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the offending lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.